Event description:
It was reported by the patient that the needle did not move forward after the pod was activated. The patient stated that the cannula was visible upon pod removal and that the pink slide did not move forward; this indicates a needle mechanism failure. The pod was worn between 36 and 48 hours. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.